Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the atrial leadless pacemaker (alp) and ventricular leadless pacemaker (vlp) displayed a false recommended replacement indicator (rrt) message which prevented further diagnostics from being performed. The patient was asymptomatic. The false rrt message was cleared from both the alp and vlp which resolved the issue. There were no reported consequences to the patient.